Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is still ongoing. The scope was sent to an independent laboratory for microbial testing and eto sterilization. As part of our investigation into this report, olympus personnel visited the facility to assess their reprocessing practices and the following observations were noted: precleaning and leak testing of the endoscopes were not performed according to olympus instructions for use (IFU), as the duration of suction of detergent/water through the channels was too short, no wiping of insertion tube; the duration of leak testing is too short, and the angulations levers were not turned during leak test. In addition, endoscopes were not placed correctly within the automated endoscope reprocessor (aer), as the insertion tube was pressed up against the lid of the aer during reprocessing cycle. In partnership with the facility, olympus ess provided further instruction and re-education to the user facility staff on proper reprocessing of the endoscope into the aer. This report will be supplemented if additional information becomes available at a later time.

Event description:
Olympus was informed that two patients' were examined by one bronchoscope on two different dates. The first patient who was clinically suspected of tuberculosis (tb) was examined on (B)(6) 2018. The procedure was successfully completed. The second patient was then examined with the use of the same bronchoscope (bf-1t160) on (B)(6) 2018 and was likely contaminated with mycobacterium tb from the previous patient. The user facility reported that the bronchoalveolar (bal) samples collected from both patients tested positive for mycobacterium tuberculosis (tb). The bronchoscope was said to have been reprocessed in an oer-pro. The current conditions of both patients are unknown. Olympus is filing reports to account for the number of suspected devices (bf-1t160 and oer-pro). This is report 1 of 2.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope¿s instrument/suction channel tested positive for micrococcus luteus and staphylococcus epidermidis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. Olympus performed a visual inspection on the scope and found the biopsy port loose at the 30 degree rotation mark. The biopsy port was disassembled and found no evidence of ke-45 (grease) around the biopsy port thread and channel mount thread assembly; which likely caused the biopsy port to become loose. The scope failed leak testing due to the loose biopsy port. Evidence of corrosion build up on the biopsy port thread and channel mount thread was also noted. In addition, the insertion tube, bending section cover, and bending section cover glue were all found with non-olympus repairs and parts. The scope was serviced and returned to the user facility. Based on the independent laboratory results and the non-olympus repairs found on the scope, improper maintenance could not be ruled out as a contributing factor to the reported event. The instruction manual provides a warning statement in an effort to prevent equipment damage and patient injury. ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only.¿